Event description:
New information states that there was vegetation on the-right ventricular lead and sepsis.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The system was explanted. The patient was stable prior during and after the procedure.